Event description:
It was reported that the clinician programmer batteries depleted during the pump update and the pump went into an inadvertent stopped pump mode. The healthcare provider (hcp) changed batteries and began a new programming session, the clinician programmer promoted the hcp to utilize a magnet for telemetry of the pump. The hcp was able to successfully update the pump from stopped pump mode to simple continuous with the correct daily dose, which was an increase of 10% at the pump refill that occurred on the day of report. The issue was resolved. The pump was used to infuse gablofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6)2012, product type: catheter. (B)(4).